Manufacturer narrative:
(B)(4). Advancer, clip, jaws. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one malformed clip was released. Further evaluation found that the advancer was broken; the device was cycled and ejected the remaining clips due to the advancer condition. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device kept firing malformed clips. Another device was used to complete the procedure. No adverse consequences reported.